Event description:
It was reported to medtronic minimed that the customer experienced a difference between sensor glucose and blood glucose values and the sensor was bent. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed for sensor glucose and the blood glucose and the customer reported that the insulin delivery was not suspended. The blood glucose value was 78 mg/dl and the sensor glucose value was 51 mg/dl at the time of event. The difference between blood glucose and sensor glucose was outside the acceptable range. Troubleshooting was performed for sensor alerts and the customer reported calibration not accepted alert. No harm requiring medical intervention was reported. The product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and found blisters on the reference sensor flex electrode and on the gold trace, and cracks along the gold trace path. Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. No bent sensor flex was observed during analysis. Unit failed bicarbonate buffer test due to high readings. In summary sensor failed per specification due to found sensor flex in damaged condition. Customer complaint of unexpected alerts is confirmed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.